Manufacturer narrative:
Device not returned.

Event description:
It was reported that during preparation, the operator had to over tightened the long sheath to fully fixated into the hemostasis valve and the shaft of the long sheath broke. No patient consequences were reported.

Manufacturer narrative:
During visual inspection, the axs infinity ls were examined and no cracks or damage was noted to on the hub. The abbott co pilot hemostasis valve was also returned and was examined, no visual defects were noticed with the co pilot. The returned device were found to be conforming to their visual inspection. During functional testing, the axs infinity ls was flushed without any difficulties. A demo rhv was connected to the axs infinity hub and the rhv was flushed and functioned as intended for use. Then, the co pilot was attached to the axs infinity catheter hub and the co pilot was flushed. The co pilot was tight on the axs infinity hub. The product functioned as intended. The reported complaint could not be confirmed. The axs infinity catheter and a demo rhv functioned as intended. The reported complaint that the co pilot hemostasis valve could not be attached tightly onto the axs infinity guide catheter and that the axs infinity broke was unable to be confirmed based on the investigation. The device met specifications when received for complaint investigation. Additional information provided by the customer indicated that the axs infinity was confirmed to be in good condition after unpacking and preparation, the devices were prepared as per the direction for use( dfu), and the axs infinity broke due to overtightening of the co pilot hemostasis valve. While the compatibility of the co pilot attachment (abbott vascular) could not be verified, since analysis of the returned devices did not reveal any anomalies and the co pilot was able to be securely tightened onto the axs infinity during functional testing, the reported complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during preparation, the operator had to over tightened the long sheath to fully fixated into the hemostasis valve and the shaft of the long sheath broke. No patient consequences were reported.